Event description:
Customer reports that: "valve broken between siphonguard and valve mechanism."

Manufacturer narrative:
It has been communicated that the device was discarded by the hospital. Without the device, it is not possible for codman to conduct a proper investigation. Since a lot number has been provided, a review of the mfg records has been reviewed, and they revealed that the device conformed to all mfg and quality testing/inspection specs prior to being released to stock. If at some point the device is returned for eval, this complaint will be re-opened and investigated. Based on this eval no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.